Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, an occlusion alarm occurred. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer changed the pump supplies and resumed insulin delivery to address elevated bg and resolve issues.